Event description:
It was reported that this pacemaker system was successfully implanted and the patient discharged. However, during a device check pre-magnetic resonance imaging (MRI) scan, loss of capture was observed on the right ventricular (rv) lead. The patient was admitted to the hospital and a lead repositioning was performed the next day. During the procedure, the lead was confirmed to be dislodged. The helix of the lead was retracted and the lead was repositioned, but then the helix could not be extended. After some attempts, the lead was removed from the patient and a new lead was implanted to complete the procedure. Inspection of the explanted lead found there was cardiac tissue lodged in the helix; once removed the helix was functional again. The physician had no complaint against the lead performance. No additional adverse patient effects were reported outside of the second intervention necessary to reposition/replace the lead. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted dried blood around the helix. Visual examination also observed that the helix was bent. Due to this deformation the helix mechanism could no longer be actuated. Analysis was able to replicate the helix extension/retraction difficulties and determined they were due to the helix becoming deformed during the implant procedure. The lead passed continuity and hipot testing which indicated that the conductor coils and inner insulation were intact. The lead also passed stylet insertion testing indicating no blockage in the lumen.

Event description:
It was reported that this pacemaker system was successfully implanted and the patient discharged. However, during a device check pre-magnetic resonance imaging (MRI) scan, loss of capture was observed on the right ventricular (rv) lead. The patient was admitted to the hospital and a lead repositioning was performed the next day. During the procedure, the lead was confirmed to be dislodged. The helix of the lead was retracted and the lead was repositioned, but then the helix could not be extended. After some attempts, the lead was removed from the patient and a new lead was implanted to complete the procedure. Inspection of the explanted lead found there was cardiac tissue lodged in the helix; once removed the helix was functional again. The physician had no complaint against the lead performance. No additional adverse patient effects were reported outside of the second intervention necessary to reposition/replace the lead. The explanted lead was expected to be returned for analysis.